Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the black box data revealed records of call service 056 alarm. On investigation, the pump powered on with functioning audio tone and vibration. However, the display screen remained blank. The blank display screen issue has been reported on medwatch report #2531779-2017-14875. Further investigation of the alleged call service alarm issue was not possible due to the unrelated malfunction.